Manufacturer narrative:
Investigation summary: one sample was received for quality investigation. The customer complaint of component damage - leak was verified by visual inspection. Upon evaluation of the submitted sample, visual inspection of the infusion set indicated that the securement collar that secures the silicone tubing to the upper pumping segment was missing allowing for the tubing to be separated from the upper pumping segment easily causing leakage. The infusion set was further investigated and there were no further issues with the infusion set. A device history record review for model 2426-0007 lot number 21079252 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 19jul2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause for the issue seen in this complaint is that the infusion set was assembled during manufacturing, and the securement collar was not included from the assembly. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd alaris¿ pump module administration sets the product was damaged. The following information was provided by the initial reporter: it was reported by customer that they had same issue breaking in the same place.